Event description:
The customer initially called to report an alarm on the insulin pump. The customer stated that she had given a bolus because her blood glucose reading was 497 mg/dl. The customer later called for assistance in changing the basal rate settings. The customer stated that she was hospitalized with a low blood glucose reading of 25 mg/dl. The customer was unable to troubleshoot the insulin pump at the time of the phone call. Advised the customer to speak to her doctor prior to changing any settings. Also advised the customer to call back to troubleshoot the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.